Event description:
Autosafe - reflex -safety huber needles, low profile infusion sets manufactured by autosafe-reflex, distributed by (B)(4) - have a plastic clamp on the extension tail of the device, that with one or two uses, crumbles completely. The needle sizes this was discovered on were 22g x 3/4 inch and 20g x 1.5 inch. None used on pts to access mediports, defect found before pt use.